Event description:
A caller reported a low blood glucose event, with the lowest reading recorded at 40 mg/dl. Cause was not known. The customer treated the low blood glucose by consuming glucagon. Technical support recommended consulting a healthcare provider to discuss blood glucose level concerns.